Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. On the same day as the event onset, the patient was hospitalized. On an unknown date, the patient began treatment with ceftazidime (1 g, route, frequency, and duration were not reported) for peritonitis. Four days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the event and dianeal therapy was ongoing. No additional information is available.